Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message with multiple cartridges. Reportedly, the cartridge was filled with 300 units. Also, it was noted that the cartridges do not fit properly onto the pump. The customer's blood glucose level was 203 mg/dl. The customer indicated that a bolus would be administered. Reportedly, when the customer loaded a new cartridge, "something" fell out of the pump. The customer could not visibly see what fell out. The customer declined further assistance with completing the load process. It was noted that the customer reverted to manual injections.